Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the introducer needle broke was confirmed. The customer returned one introducer needle cannula and several other components. Visual examination of the returned sample revealed the needle was broken into two pieces but only the cannula piece with the bevel was returned. The cannula piece with the hub was not returned. The length of the returned cannula measured 2.44 inches which indicates that between 0.203 -0.273 inches are with the needle hub and were not returned per the length specification of 2.643- 2.713 inches in the needle graphic. A cross-section look of the broken end of the cannula revealed a d- shaped indicating that the cannula was bent/ flattened on one side during the insertion causing the break. Microscopic examination confirmed the bend / break in the cannula and no other damage was observed. The outside diameter (od) of the cannula was measured at 1.27 mm and the inside diameter (ID) measured 0.041" through the bevel end. Both the ID and od meet specification per the cannula graphic (ID: 0.041"- 0.043" and od: 1.26mm -1.28mm) indicating that the wall thickness was appropriate. A device history record review was performed and did not reveal any manufacturing related issues. Therefore, operational other remarks: context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the need broke during central access. As a result a new set was used successfully. There was no delay in treatment and there was no patient death or complications reported.